Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found no anomaly.

Event description:
It was reported there were filling/aspiration difficulties and an aspiration issue; the expected reservoir volume (erv) was 2.5 ml, but the actual reservoir volume (arv) was 39 ml. As a result of this issue, logs were checked and x-rays were performed. The patient showed no withdrawal symptoms at this time. The healthcare professional (hcp) emptied and refilled the pump again in (B)(6). At this time, they identified the problem persisted. X-rays were performed and no kinking of the catheter was observed. At this time, the patient had withdrawal problems. A catheter test was performed and it was not possible to get liquor. The pump was disconnected in the operating room (or) and tested again with no liquor coming. The pump and catheter were replaced. The patient was receiving effective therapy with new pump and catheter. The pump was used to deliver morphine.

Manufacturer narrative:
Concomitant product: product ID 8709sc, lot# unknown, explanted: (B)(6) 2015, product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.